Event description:
A report was received that the trial patient experienced severe pain during the trial procedure and postoperatively. The physician decided to pull the leads right away as it was determined that the therapy was too much for the patient to handle. Pain was procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.